Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump.